Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing was noted due to myopotential oversensing. No programming change was necessary as there was only one episode. The patient remained stable.

Event description:
New information received noted that the patient presented in clinic. Recommended programming changes were performed. The asymptomatic patient was stable and would continue to be monitored.